Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic testing, the lead showed odd measurements, which prompted them to get the patient imaged to verify the lead. Lead had pulled back into the atrium and the physician opted to replace the lead. The lead was explanted and replaced. The patient was fine after the procedure.